Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion. It was reported that intra-operatively, it was discovered a probe was bent. The procedure was completed without the use of the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.